Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there was a tear in the silicon around the driveline. The system controller log files were reviewed and captured speed reductions and pump stoppage. The issue occurred on 2 sets of power modules and pt cables. The pt's system controller was exchanged and was tethered to a power module, and the pt was monitored for speed reductions. The pt was later placed on battery power with no further issue. A few days later, the MFR's technical service rep went to the MFR's technical service rep went to the hospital and evaluated the pt's percutaneous lead, and no damage or issues were noted during review of the x-rays and testing. The vad coordinator reported that at the time of the events a burning smell was emitting from the system. Controller prior to exchanging it. The system controller was returned for eval. The pt remains ongoing.

Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.